Event description:
Caller reports the patient tested 7.8 inr on the coaguchek xs system and 5.9 inr on a comparison lab. No action taken on device result, customer was treated based on lab. No adverse event reported. Requested return of suspect system and replacement was sent.